Event description:
Covidien received information from a customer in the USA stating that an 840 ventilator stopped cycling. No patient was connected to the device when the malfunction occurred. The exact date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the exhalation flow sensor. The device passed all testing at the time of service. (B)(4).